Event description:
Customer reported the panorama central station had no waveforms on the display and shutdown, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the system's hard drive.